Manufacturer narrative:
Evaluation results: one parapac plus ventilator was returned for investigation in used condition. Testing by the investigator found that the returned device functioned as intended. The device passed all the functional tests. The customer reported product problem was not replicated.

Event description:
It was reported that the pneupac ventilators parapac plus gave an inaccurate reading. No patient injury or complications were reported in relation to this event.